Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient checked into the hospital for a planned vascular surgery, atrial thresholds were found to be elevated. The patient was later seen in the clinic where the high thresholds were confirmed. The device was programmed to maximum output and later replaced.